Event description:
During a superdimension case, the pt experienced an episode of coughing during the forceps portion of the procedure. It was reported that the physician placed a fiducial marker into the lesion, and the visicoil appeared to float away toward the mediastinum. The physician believed that the pt experienced a pneumothorax, but was still happy with the outcome of the case. It was later confirmed that the pt developed a pneumothorax. The pt's condition resolved with oxygen and observation and the pt was released from the hosp that day. The physician stated that in his opinion, the pneumothorax may have occurred during the forceps biopsy (not superdimension device).